Manufacturer narrative:
Zoll has not yet received the device for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the thermogards ivtm system (s/n:(B)(4)) displayed mid16 (software) error message upon powering up. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No patient involved with this event. No additional information provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) will not be returned for evaluation. However, the console was serviced at the customer's site. Functional testing was performed and the display head was found to be faulty. After replacing the display head to remedy the reported complaint, the system passed all final functional testing criteria. In addition, the electrical safety test was also performed and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. In the case the device is returned, the complaint will be re-opened to perform an investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).